Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during the implant procedure, the new lead being implanted exhibited unacceptably high impedance and the guide wire could not be inserted fully into the lead. The physician then used a different lead to complete the procedure. There were no reported adverse consequences to the patient.

Manufacturer narrative:
Final analysis found the complete lead was returned in one piece measuring 57.6 cm. Electrical testing did not find any anomalies. The cause of wire insertion difficulty was isolated to the damage found at the connector region. All damages found were consistent with procedural damage. The lead was otherwise normal.